Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was not opening when the user was trying to issue the medication to patients. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not open. A technical support specialist remoted into the cab and noticed that the issue button was missing and restarted the application, and the button reappeared. Customer then logged back into the application and was able to issue medications to their patient as normal. The system functioned as intended after the technical support specialist troubleshot the device.